Event description:
It was reported that during a wrist procedure on (B) (6) 2010 the implant necessary for completion of the procedure was not contained within the loaner set ordered. The required implant was actually contained in an alternate loaner set. The correct set was then identified and ordered; the procedure was completed eight hours later.

Manufacturer narrative:
This report is being filed due to a second procedure being performed as a result of not having the proper implant available, during the initial procedure. There was no product non-conformance reported.